Event description:
Kimberly-clark received a report stating, ¿a hole was found in the front of the gown while donning ¿ kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. The gown was reviewed and showed a tear on the front of the gown. Tear appears caused by a nail or as if the gown was trapped on a sharp edge. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.